Event description:
Same case as MDR ID#: 2134265-2012-00863 and 2134265-2012-00868. Same patient as MDR ID#: 2134265-2012-01213, 2134265-2012-01214 and 2134265-2012-01215. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient experienced chest pain and stent thrombosis occurred. The patient presented due to chest discomfort, occasional shortness of breath and stable angina. The 100% stenosed and 18mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 2.5mm. The physician was unable to advance an unknown sized choice intermediate guide wire and an unknown sized choice pt guide wire to the distal rca before successfully advancing an unknown sized choice floppy str guide wire. Then the target lesion was predilated with eight inflations for ten to eighteen seconds each, using a 2.0x20mm apex balloon at 8atm, a 1.5x20mm apex balloon at 10atm and a 2.0x40mm apex balloon at 10atm. After pre-dilation, the physician observed a "fairly large spiral dissection." Then the physician treated the target lesion and the vessel dissection by deploying a 2.25x20mm taxus liberte stent in the distal rca, a 2.5x20mm taxus liberte stent in the mid rca and a 2.5x24mm taxus liberte stent in the proximal rca, resulting in 0% residual stenosis. No other patient complications were reported and the patient was discharged on aspirin and effient the same day. (B)(6) 2012, the patient presented due to shortness of breath and chest pain. Coronary angiography discovered total obstruction of the rca involving thrombosis of all three study stents. No further intervention was performed but medical treatment was recommended. The patient was discharged four days later and the event was considered resolved without residual effects. The patient was reported to be compliant with medications at the time of this event.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).